Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced st elevation. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system was inserted into the laa and 24mm watchman ® laa closure device was deployed but the device was too small, so a full recapture was performed. A 27mm watchman ® laa closure device was deployed and released. However, post implantation the patient experienced st elevation. Their activated clotting time (act) was 285. Immediately an interventional cardiologist did a diagnostic intervention and the right coronary was 70% occluded. No additional intervention was performed and the st elevation resolved in less than 5 minutes. The procedure was completed by suturing the groin. No further patient complications were reported and the patient was discharged home in stable condition.